Event description:
It was alleged that the patients temperature was deviating. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the patients temperature was deviating. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the altrix was alarming for small temperature deviations of the patient and that the customer was dissatisfied with the volume of the alarm being too loud for patient temperature deviations. After completion of the investigation, the cause for the alarm indicating patient temperature deviation being too loud and too frequent was identified to be a customer preference issue and no component level defect was found. The device was functioning to specification.

Event description:
It was alleged that the patients temperature was deviating. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.